Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. The nurse went over the patient¿s settings on the hc and some of the patient's volumes. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer service technician verified patient¿s settings on the homechoice and the patient's volumes. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information is obtained, then a follow-up MDR will be submitted.